Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Dvr components bothered pt while lifting weights; elected to remove components. The surgeon was only able to remove one peg that was found broken and was unable to remove the plate and remaining pegs and screws.